Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported critical pump error. Customer's blood glucose was 60 mg/dl. Customer got dressed, put the insulin pump in his pocket and got critical pump error. Customer declined troubleshoot for low blood glucose. Advise the pump will need to be replaced. Advise to discontinue use of the pump and recommended customer refer to back up plan per hcp instructions. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error alarms was present in the pump trace download due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify vibration anomalies due to critical pump error. Unit received with corroded force sensor assembly, moisture damage on motor assembly and corroded battery tube.